Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened button dome switch. The insulin pump had minor scratches on lcd window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer was unable to get any of the buttons to work. Customer's current blood glucose reading is 273 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.